Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her sensor and blood glucose readings were inaccurate. Customer's sensor glucose reading was 78 mg/dl but her blood glucose level was 187 mg/dl. When she calibrated the sensor the insulin pump alarmed calibration error. The customer ignored the meter blood glucose now alarm. The insulin pump alarmed calibration error multiple times and later received a change sensor alarm. The insulin pump went into threshold suspend frequently in the past because the sensor was showing a lower sensor glucose value causing low alerts. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed due to high readings.